Event description:
Device 3 of 3. Reference MFR reports#: 1627487-2014-03692 and 1627487-2014-03693. The patient had 2 scs leads from the same lot. It was reported the patient was not receiving effective stimulation and declined reprogramming. As a result, the scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.